Event description:
It was reported that during a superficial femoral artery (sfa) angioplasty treatment procedure, balloon removal difficulties were encountered. When the physician withdrew the ultra-soft sv balloon, the balloon stretched and detached from the shaft. The physician was able to successfully retrieve the detached portion through another access. The procedure was successfully completed with another ultra-soft sv balloon. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.